Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign, south africa. Visual examination of the provided pictures identified the explanted head and bearing with bio-debris on both. The bearing was confirmed to be fractured. No further evaluation can be made. Pictures were not provided of the liner. Part and lot identification are necessary for review of device history records, neither were provided for the liner. Radiographs were provided and review identified the following: superolateral dislocation of the right hip arthroplasty. Fractured drill bit fragment within the right acetabulum. A definitive root cause cannot be determined. It is unknown if closed reductions from the recurrent dislocations caused the subsequent disassociation and bearing fracture. This complaint was confirmed based on the provided mmi review confirming dislocation and device pictures confirming the fractured bearing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision approximately two years and four months post implantation due to recurrent dislocations. During the revision it was noted that the bearing was fractured and the head dislocated from the bearing. Attempts have been made and additional information on the reported event is unavailable at this time.